Event description:
A¿ scan again in 10 minutes" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and was unable to self-treat and was seen at a medical facility where a blood glucose scan of 36 mg/dl was obtained for diagnosis of hypoglycemia. The customer received glucose (via oral administration) provided by a healthcare professional and no additional treatment or medication was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no damage was observed. Sensor plug was properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A¿ scan again in 10 minutes" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and was unable to self-treat and was seen at a medical facility where a blood glucose scan of 36 mg/dl was obtained for diagnosis of hypoglycemia. The customer received glucose (via oral administration) provided by a healthcare professional and no additional treatment or medication was reported. There was no report of death or permanent injury associated with this event.